Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 376 mg/dl. The pump was replaced, and the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.